Event description:
Company representative reported that customer was withdrawing the pen needle; the needle separated from the hub and remained under the skin. An x-ray was taken to locate the needle. Needle was surgically removed.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded one other complaint for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.